Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
Investigation of the device is currently in progress. The customer stated that the report of "no audio" was isolated to the speaker by in house evaluation of the device. If new and/or significant information is obtained from the investigation, a supplemental report will be submitted.